Event description:
Patient contacted dexcom technical on (B)(6) 2013 and claimed that on (B)(6) 2013 patient had to remove sensor prior to sensor expiration period. Patient claimed that she visited the emergency room due to an allergic reaction to dexatram administered for an unrelated sinus infection. While at the emergency room on (B)(6) 2014 patient received a shot of benadryl. No further medical intervention was necessary. At the time of the call, patient reported itching and redness.